Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05091, 2134265-2016-05092. (B)(6) clinical study. It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2013, the patient presented due to myocardial infarction (mi) and was further referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo located in the distal left circumflex coronary artery (lcx) with 80% stenosis and was 32 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 38 mm and 2.50 mm x 20 mm pe plus stents, but was not successfully attempted and could not cross the lesion. Hence, this required a placement of two 2.50 mmx12mm promus element plus drug-eluting stent and another stent of 2.75 mmx16 mm promus element plus drug-eluting stent which were successfully deployed. Following post dilatation, residual stenosis was 0%. Eight days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to two days history of shortness of breath. Troponin levels were noted to be elevated and site reported an event of mi. Electrocardiogram (EKG) revealed paced rhythm. The patient was then referred for cardiac catheterization. Coronary angiography was revealed multiple evidence of thrombus with 100% closure and acute thrombosis of the two 2.50 mmx12mm promus element and 2.75 mmx16 mm promus element study stents. During the course of hospitalization, the subject was also diagnosed with congestive heart failure (chf) and ischemic with ef of 30%.the patient was placed on medications for treating the events. Four days later, the events were considered resolved and the patient was discharged on the same day.